Event description:
The reporter stated that he had gotten the er1 a month ago. He related proper testing techniques, and said that his control solution result is within range. He retested and rec'd a reading of 180 mg/dl.